Manufacturer narrative:
Based upon the clinical review, a type iiib endoleak was confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. A root cause could not definitely be determined, but clinical review showed off-label use of the device due to bilateral iliac artery angulations greater than 90 degrees that may have been a factor. The reported calcium, confirmed in the clinical review, appears to be the likely cause of the stent damage, but the exact cause of the type iiib endoleak could not be determined.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21cfr 803.56 when additional information becomes available. The device remains implanted.

Event description:
It was reported that during implant of a bifurcated device and a suprarenal aortic extension, and endoleak was identified. Reportedly, during procedure it looked like some calcium was present. However, after an angio was done something was coming from the right lateral side of the bifurcated. A graftogram was done and pigtail was run, and an endoleak was displayed. The physician chose to treat the endoleak with another bifurcated device. The endoleak sealed, and the patient is doing fine.